Event description:
Complainant reports a port(s) leak. It was reported that a replacement gastrostomy tube was leaking from the feed port after being in use for 7 months.

Manufacturer narrative:
The customer reported the device was discarded.